Event description:
It is reported that the patient experienced an infection in the right (od) eye while using the device, biofinity toric soft corrective contact lens approved for daily or extended wear use as prescribed. On (B)(6) 2021 a diagnostic trial lens was ordered and shipped to the patient. On (B)(6) 2021, the patient contacted the ophthalmologist with complaints about the lens. Good faith efforts have been made to obtain further information on the incident, including medical treatments or medications prescribed and patient outcome. Further information is unknown at this time. Upon reporting the incident the patient was requested to return the contact lens in question as well as the cleaning and storage case used with the device, however, the items were discarded and are not available for return or analysis. Medical records received indicate that corneal culture was taken and identified pseudomonas aeruginosa that was penicillins, cephalosporins, carbapenems, quinolones, aminoglycosides, and beta-lactamase inhibitor sensitive, indicating that the infection should respond to usual recommended dosage. It is also reported by the patient ophthalmologist that the patient was wearing the contact lens while showering and rinsed the eye with tap water as she thought she had an eye lash in the eye and was experiencing eye discomfort. The following day, the patients reports increased discomfort. Additionally, the optometrist suspects the patient is ovearwearing the contact lenses. Both of these factors may have caused or contributed to the condition the patient experienced.

Manufacturer narrative:
No product has been made available for manufacturer analysis, the device has been discarded by the user. A lot number for the device in question was obtained based on order information retained by the manufacturer. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Should further information become available, the manufacturer will complete further information as appropriate and submit a follow-up report as applicable.